Event description:
Reporter noted a corneal burn occurred during each of the first three out of seven cases of the day. After speaking with technical services following third incident, they adjusted settings and continued to use unit and handpiece without further problem. No info provided on pt at this time.